Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with the dual lumen PICC. The customer reports that there was a hole in the secondary port just above where the soft catheter connects into the hard plastic piece on the bottom of the hub. The leak was noted when the fluids were being administered. The PICC was removed and another inserted. The patient stated in stable condition.

Manufacturer narrative:
Submit date (B)(4) 2010. An investigation is underway. Upon completion, the results will be forwarded.